Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative on site to perform routine maintenance replaced the touch screen to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that one of the buttons on the touch screen of the s5 roller pump did not respond during maintenance. This issue was discovered by a livanova field service representative while on-site performing routine service. There was no patient involvement.